Event description:
Caller reported an error on the compact plus system that is not within device specifications. During trouble shooting, the caller also reported missing icons on the compact plus system. No adverse event reported. Requested return of suspect device and replacement was sent.